Event description:
It was reported that during an unknown procedure, the stapler cut but did not staple. The doctor decided to make a colostomy. The patient is fine. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional info received: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? (B)(4). What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand tied purse string. How was the purse string placed, by hand or with an assist device? By hand. Was the spike of the trocar inserted lateral or through the staple line? Normal. What confirmation did the surgeon receive that the anvil was firmly attached? The surgeon moved the staple to double check that the anvil was firmly attached. When the device was fired, where was the indicator within the green zone/gap setting scale? Green zone. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Only contour's staple line. How did you confirm the device was fully fired?the device's sound. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? It was normal! Was there any difficulty removing the device from the tissue? No, it was normal! What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Yes, both - leak test and donut confirmation. Will the colostomy be permanent or temp? It will depend on the patient's recover. What is the patients age and sex? The patients is male. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No the analysis results found that the (B)(4) was received instead of a (B)(4). The device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.